Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 400 mg/dl at the time of incident. Customer reported the pump was not priming and has been using insulin pump system within 48 hours of reported event. Customer reported that they treated for the high blood glucose using needles and insulin. The devices will not be returned for analysis.